Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a broken cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument prior to use and did not find any damage. The instrument did not collide with other instruments during the procedure.